Event description:
It was reported that a smiths medical cadd legacy 1 pump gave error 1720. The reported event occurred during testing. There was no patient involvement in the reported event.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for investigation. The event history log was reviewed and there was evidence of a 1720 error code. A functional check was performed and the reported issue was confirmed. The pump was found to be displaying "1720" error code message on power up during the investigation. The backup capacitor was defective and will be replaced to resolve the issue.